Event description:
At 0850 rptr relieved a crna. The monitor indicated a bp of 108/66. Rptr started several bp cycles but the bp number on the monitor stayed at 108/66. The mean pressure of 87 did not change during the bp cycle. Under palpation, the bp cuff did increase and decrease during the bp cycle. If the pt had been hypotensive or hypertensive during this period, the monitor wouldn't have indicated this. The MFR's repair technician stated this problem is difficult to find and repair; may be in the microprocessor. The anesthesia department used this device since 1990 and it has been reliable until now. It has received routine preventative maintenance. (*)